Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device vcp480h, pcbcjps0, number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are devices available and being returned for evaluation? Any patient consequences due to this issue and how was it managed? It is reported that 'we have 'another' incident of broken tip needle'; were all events reported? If yes, please provide pc number(s).

Event description:
It was reported that a patient underwent an emergency caesarean section procedure on an unknown date and suture was used. The surgeon noticed the broken needle tip on midway of closing the first layer of the uterus. The tip was not able to be found. An x-ray was done but the tip was not visible. There was no adverse patient consequence reported. Additional information has been requested.